Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation, and hospitalization. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr)with grade of 4. One clip was implanted with no reported issue, reducing mr to grade 3. On (B)(6) 2022, a single leaflet device attachment (slda) was observed on transthoracic echocardiogram imaging, and mr had increased to 3+. The patient experienced heart failure symptoms of fatigue and shortness of breath and was admitted to the hospital. The patient presented with a very restricted short posterior leaflet, and a possible tear in the anterior leaflet. The patient is scheduled for a bypass and surgical repair next month. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to patient anatomy (restricted short posterior leaflet). Additionally, unspecified tissue injury, dyspnea, mitral valve insufficiency/ regurgitation (mr), and fatigue are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unspecified tissue injury appears to be related to the slda. The mr was a cascading effect of the tissue injury. The dyspnea and fatigue were a cascading effect of the mr. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.